Event description:
It was reported that the acculink stent was unable to cross the calcified area of the target lesion in the right internal carotid artery. The lesion was predilated, but the acculink was still unable to cross the lesion. An xact stent was able to cross and was implanted without further incident. Seventeen days after the carotid stenting procedure, the patient experienced an intracerebral hemorrhage. The patient underwent a right fronto-tempora-parietal craniotomy, platelet transfusions, fresh frozen plasma transfusions and received factor 7. Despite these treatments, there was no significant improvement and the patient expired 3 days after the hemorrhage. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), hemorrhage and death are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.